Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Our quality test laboratory received the affected infusomat space pump. The device was subjected to a visual examination. No damages were found. A functional test was performed. The infusomat space passed the "self-test" successfully. For testing purposes, the inserted infusomat space line was recognized by the device reliably. A start-up was possible without reservations. The device history files were read and analyzed. At the end of the infusion could be found two errors "too many drops". No other abnormalities were found in the history. The delivery accuracy of the device, the electronic pressure cut-off and the mechanical pressure limitation were also tested and all measured values were within our specifications. Additionally the pump was disassembled and the inside was investigated. No visible damage could be detected. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): "too many drops" customer information: the patient received an infusion of 6 ml / h of noradrenaline. Surprisingly, the pump reported "too many drops". Noradrenal dripped fast from the infusion bottle into the drip chamber. The patient's systolic blood pressure increased by more than 250 mmhg and the heart rhythm emerged with bigemin, with a puncture-rhythm of 35 min. The infusion was paused and replaced with a new infusion pump. The pressures have fallen and the heart rhythm has recovered back into a calm sinus rhythm. The patient slept during the event.